Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The device was scissoring when closing the pt. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.